Event description:
In 2006, it was reported that a physician successfully deployed an emboshield in the right internal carotid artery; pre-stent dilatation was performed using another brand of balloon; the xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon and the emboshield was retrieved successfully. During the procedure, the pt experienced left neck, ear and eye pain that resolved shortly thereafter in 2006. IV fentanyl was given for pain. It was reported in 2006, post procedure, the pt developed left facial droop, left sided neglect and left sided weakness progressing to left side paralysis. Throughout the afternoon and evening hours, in 2006, the pt regained strength, although not full strength, to his left side. The pt was transferred to the intensive care unit for close monitoring. Over the next two days, the pt's symptoms improved. Three days later, the pt fell, hit his head, and developed a decreased level of conscousness and left hemiparesis. A CT scan was completed was negative. The pt's neurological condition continued to decline and another CT scan was performed 4 days later. The CT scan showed "a new stroke" and was complicated further by septicemia related to urinary tract infection. Pt was discharged 6 days later to a hospiece care center. Next day, the pt died.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.